Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexk1310 showed no other similar product complaint(s) from this lot number.

Event description:
Nurse reported that the PICC was said to have been successfully placed into his basilic vein under b ultrasonic guidance on (B)(6) 2015, and then patient went home for rest. When patient went back to the hospital for maintenance on (B)(6) 2015, it was reportedly found that the clear film had allegedly become loose and that a small portion of alleged broken catheter with infusion connector was said to be in it. The alleged catheter inside the body was not observed, therefore, nurse stated that an x-ray examination was conducted immediately but it was not found that the broken catheter was in the body. Patient's family was said to have been asked to look for the alleged broken portion at home and they reported finding it on his bed. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause was use-related. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were evident within the catheter tubing. The sample was received in two segments which shared a complete break just distal of the assembled two-piece connector. Curved shape memory was apparent in the catheter tubing near the break. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the break. Microscopic inspection of the break revealed irregular, sharply defined break edges. The break edges exhibited a granular texture. The break site exhibited an elliptical cross-section. The break characteristics and the severe tensile weakness were typical of damage caused by tensile stress. It appeared that the connector was pulled while the catheter distal of the break was fixed in place. Care should be taken when securing, accessing and maintaining catheters to avoid pull stress.